Event description:
It was reported that the balloon would not inflate prior to insertion.

Manufacturer narrative:
No lot number was provided for a device history record review. E4 is unknown., corrected data: gary is the manufacturing site. No device was returned.